Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer was able to see insulin in the tubing, but the pump was stuck in the fill tubing screen. Tandem customer technical support (cts) attempted to troubleshoot; however, the customer was on the road and had run out of insulin. There was no reported impact to customer's blood glucose. Multiple attempts were made by cts to follow up with the customer on the reported issue; however, no response from the customer was received.